Event description:
It was reported the customer received a blank display after dropping their insulin pump. The customer stated their battery compartment and contacts on their battery cap were not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 474 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to blank display. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.